Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 68 cfus of gram-positive cocci with catalase, micrococci or staphylococci, and 1 cfu of gram-positive bacilli with catalase and oxidase in all channels on (B)(6) 2025. The device was retested on (B)(6) 2025, and it tested positive for 57 cfus of gram-negative bacilli with or without oxidase in the suction channel, 2 cfus of gram-positive cocci with catalase, micrococci or staphylococci in the biopsy channel, 12 cfus of gram-positive cocci with catalase, micrococci or staphylococci, and 2 cfus of gram-positive bacilli with catalase and oxidase in the air/water channel. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the complaint investigation. Olympus hmi results 1st sampling: conform. Sampling date: (B)(6) 2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution/ auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: bacillus cereus. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.